Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that the rep was called last night by the hcp stating that the patient had a severe headache and he felt the patient had a cerebrospinal fluid (csf) leak. The rep stated the patient had a blood patch and she was unsure of the results post patch. The hcp was concerned because this was the second patient with a csf leak in less than a year. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4). Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). The cause of the csf leak was unknown. It was unknown if the csf leak/headache was resolved. The patient¿s weight at the time of the event was unknown. The patient¿s relevant medical history was chronic pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2018, product type: catheter, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) providing device information.